Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported that pd therapy was discontinued (unknown date), and the patient was shifted to hemodialysis, ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was not hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued), and ceftazidime injection (1gm, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b6. Should additional relevant information become available, a supplemental report will be submitted.